Event description:
When they arrived at school, they detached the vent from the car dc adapter. The ventilator completely stopped-nothing lit, no alarms for 5-10 seconds. Pt was placed on the resuscitation bag. The ventilator came on of itself. Power lost message came on and the audible alarm sounded weak. According to pt's mother, internal battery fully charged prior to transporting pt from the house to the car in their driveway. Internal battery light on green. Parent was unable to duplicate the problem. Report source was unable to duplicate the problem.